Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8108573. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, the root cause for manufacturing process cannot be determined because, no samples or photos were provided.

Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device the connector's female end was damaged when unpacked. The following information was provided by the initial reporter: event date: (B)(6) 2018. The nurse noticed that the connector's female end was damaged when unpacked. The connector was replaced immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device the connector's female end was damaged when unpacked. The following information was provided by the initial reporter: event date: (B)(6) 2018. The nurse noticed that the connector's female end was damaged when unpacked. The connector was replaced immediately.